Event description:
Distributor became aware of an incident that occurred while placing an implantable port. The introducer sheath was placed, the peel away portion was pulled back, however, a portion cracked and detached leaving approx 2/3 of the extrusion in the pt. Attempts to remove the sheath segment from the placement site were unsuccessful. Successful retrieval via the femoral vein followed. Another port was placed successfully and there were no pt complications involved. The device has been destroyed by the user facility and will not be returned for evaluation. Therefore, no failure analysis will be performed.